Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 event for the failure: incorrect, inadequate or imprecise result or readings. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 1 event was previously reported during the reporting period: however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2025-99253. 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes 0 events for the failure: incorrect, inadequate or imprecise result or readings.